Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and the iol was dislocated. The iol was exchanged for another lens model 22 years following the initial implant procedure. The symptoms were resolved.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury not caused by our company's product. The manufacturer internal reference number is: (B)(4).

Event description:
Upon reveiw of returned sample it was confirmed that the suspected lens was non compony product.